Event description:
It was stated that the customer passed away due to diabetic ketoacidosis. It was stated that the insulin pump delivered insufficient insulin, leading to the customer's death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.